Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe had a crack at 5 mm from the distal end. There was a scratch, which may lead to the crack, around the crack. And the ptfe pad on the grasping section was severely worn and the metal part was exposed. The mfg history was reviewed, with no irregularities noted. As the result of eval, omsc concluded that the malfunction was due to the crack developed from the scratch on the probe by the physical stress during the procedure. Based on the findings, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that the subject device was da,aged. Omsc confirmed that the tip of the probe had a crack, and the ptfe pad on the grasping section was severely worn and the metal part was exposed. The device was used eight times. There was no report of pt's injury regarding this event.